Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Correction to the initial MDR in blocks b5 and h6 device codes.

Event description:
It was reported that the left ventricular (lv) lead was not implanted successfully due to unknown product performance issue. This lead was never in service. No adverse patient effects were reported. Additional information from the field indicated that the lead was attempted due to difficulty advancing the above lead over the whisper wire. The physician believes the wire wouldn't easily advance past the two to three electrodes. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Correction to the initial MDR in blocks b5 and h6 device codes. Upon receipt at our post market quality assurance laboratory, the whisper wire used in the field was not returned with the device. The difficult to insert allegation was confirmed based on the stylet insertion test failed. Blockage encountered approximately 795mm from the terminal end likely due to body fluids. X-ray showed no conductor issues. The "unintended use error" conclusion code was selected based on the analysis finding of induced damage (body fluids inside lead body). The observed damage is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that the left ventricular (lv) lead was not implanted successfully due to unknown product performance issue. This lead was never in service. No adverse patient effects were reported. Additional information from the field indicated that the lead was attempted due to difficulty advancing the above lead over the whisper wire. The physician believes the wire wouldn't easily advance past the two to three electrodes. No adverse patient effects were reported.

Event description:
It was reported that the left ventricular (lv) lead was not implanted successfully due to unknown product performance issue. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.